Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from an online forum, medhelp.com, to wearers of acuvue oasys contact lens. On (B)(6) 2013, the complainant posted: "I am suffering from blurred vision because of acuvue oasys lenses, but only in my right eye. I have been a contact lens wearer for 37 years. My optometrist gave me them as a sample because my regular acuvue 2 did not get shipped in time before leaving for vacation. After one day of wear I had blurred vision. My optometrist sent me to an eye specialist because he had no idea what was wrong with my eye, except it had some sort of corneal glaze. The specialist prescribed tobramycin, which I used for 3 weeks and it did nothing. I returned to specialist today, he is baffled how I got these semicircle rings in my cornea. He even called in his partner to look at my eye. Neither knew what it was. He prescribed a stronger steroid called lotemax. Just started using the drops today. Before I left the office he told me to keep the lens I wore from acuvue oasys in case my eye does not clear up and I may have a lawsuit. This is from the specialist". We have sent a message to the patient through the site but have not yet received a response. Will continue to solicit a response.

Manufacturer narrative:
The severity of the alleged event is unknown. As the patient alleges possible permanent decreased visual acuity, the event may or may not be a serious injury and details of visual acuity od or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.